Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection and insulin pump. The event involved product(s) mmt-332a. The event involved product(s) mmt-243a. The event involved product(s) mmt-7040ma. The event involved product(s) mmt-1884. Troubleshooting was not performed. No further patient complications were reported. No product return required for mmt-332a. No product return required for mmt-243a. No product return required for mmt-7040ma. Mmt-1884 was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The sc1 cap and reservoir locked properly into the reservoir compartment during testing. Unable to perform testing due to open book alarm, no relevant alarms were noted in the download history review. Unable to perform carelink due to open book. The pump was cut open to perform a visual inspection, and moisture was found, separate to the electronic stack. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In summary, the customer¿s allegation of under delivery was unknown during analysis however an open book was noted, separated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.